Event description:
It was reported that when using the bd pyxis medstation system, drawer 2.2 frequently failed, preventing the user from accessing medications. The customer reported that there was a delay in dispensing medication since they needed to recover the drawer. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 2.2 had failed due to a faulty hard stop. A field service engineer replaced the hard stop assembly to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.